Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient wanted to confirm the model of her ins/lead for an upcoming head MRI. They then stated starting 2 months ago they stopped feeling stimulation. Patient stated they had tried to connect to the implant but was unable to turn stim up/down. Patient service specialist asked if there was a message that the patient remembered seeing but they did not describe one. Agent reviewed the ins may be at eos considering the patient stated they suddenly lost stim sensation and that coincided with not being able to turn it on/off and/or adjust stim. During the call the patient was instructed to try to attempt to connect to ins using the icon. The patient noted they were using energizer heavy duty alkaline batteries in the controller, the agent mentioned that they should consider trying regular alkaline batteries. When patient tried to connect to the ins the screen came up with the poor communication screen. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue and agent noted this needs to occur prior to the MRI.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.